Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that both leads migrated and the cause of the lead migration was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-nov-2021, UDI#: (B)(4), product ID: 977a260, serial/lot #: (B)(4), ubd: 09-nov-2021, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the lead migrated or dislodged. The hcp noted the event was related to the device or therapy and was not related to the implant procedure. The hcp noted there were no symptoms. The hcp stated the device was reprogrammed on (B)(6) 2018 and the event was resolved without sequalae. There were no further complications that have been reported as a result of this event.